Event description:
Additional information received reported the patient received assistance from the health care provider (hcp) or manufacturer representative on (B)(6) 2014 and their concerns have been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) would not go off when the patient would go to bed and would feel it even when it is off. The patient didn¿t know exactly when she noticed this issue but that it had been over a month. She asked for a manufacturing representative for help and to check her device. It was noted that she had an appointment in a week with her healthcare provider (hcp) and wanted a manufacturing representative to be present. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.